Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing and noise. The patient was brushing his teeth at the time of the shock. The sensing vector was set to the secondary vector. Technical services discussed some programming options. The clinic has now reprogrammed the sensing vector to the primary vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the low energy shock impedance for this system had increased to 125 ohms, which is high but within normal limits. This was found via the latitude monitoring system. Technical services reviewed the device data. The impedance was 74 ohms last december, 120 ohms last april, and 125 ohms today. An x-ray was done last august and the system looked good, however, there was adipose tissue under the coil. Technical services discussed some testing options. The doctor elected to reposition the electrode and got it closer to the bone. The impedance went down to 75 ohms. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the low energy shock impedance for this system had increased to 125 ohms, which is high but within normal limits. This was found via the latitude monitoring system. Technical services reviewed the device data. The impedance was 74 ohms last december, 120 ohms last april, and 125 ohms today. An x-ray was done last august and the system looked good, however, there was adipose tissue under the coil. Technical services discussed some testing options. The doctor elected to reposition the electrode and got it closer to the bone. The impedance went down to 75 ohms. There were no additional adverse patient effects. The system remains implanted.